Event description:
A customer contacted baxter (B)(4) regarding a crack on the light blue main body of the transfer set. The customer reported that the liquid could not be stopped even if closing the clamp. There was no injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.